Manufacturer narrative:
Remains implanted.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The 1 month follow-up showed the left iliac limb stent graft had disengaged from the common iliac artery in combination with narrowing in the unsupported region of the aortic body stent graft. A re-intervention was performed to place bilateral balloon expandable stents the left and right iliac limb/aortic body graft leg overlaps, and two ovation prime iliac limbs extending into the left common iliac artery successfully resolving the stenosis and limb disengagement. As of the date of this report, there have been no additional sequelae reported and the patient will continue to be monitored.